Event description:
Black cover removed from back vent when staff looking for source of noise. Attempt to replace cover and vent sparked with small fire noted. The vent was not in use for pt at the time.